Event description:
Customer reports one incident of a cracked arterial header that resulted in a blood leak 2 hours 20 minutes into the pt treatment. Treatment was continued with new disposables without incident. Estimated blood loss was less than 5cc's. Customer has used other dialyzers from the same lot number without incident. No pt injury or medical intervention reported.